Event description:
Customer keeps receiving an error code "5 aue" displays on the screen after taking the blood pressure. The customer is also receiving sporadic readings. Normal blood pressure is 99/68, and the monitor is reading 108/65, 112/66, and 100/83. Customer's pulse was in the 90's, but he was testing all day and was doing nothing. Went to the neighbors' and received a reading of 100/68.